Event description:
It was reported that a pump alarm 20 occurred during the loading process. There was no adverse impact to the customer's blood glucose level. The customer had no backup therapy available at the time and was advised to contact a healthcare professional.